Event description:
The customer contact reported the device continued to deliver an empty syringe without an alarm. On an unspecified date and time, the device was programmed to deliver hydromorphone 1mg/ml, in the pca only mode, with an 04.mg pca dose, and with a 10 minute pt lockout. On (B)(6) 2013 at 1400, the customer contact reported that the vial was empty, 2 nurses checked the device, unspecified shift total was cleared and a new vial was loaded. At 1942, it was reported that another nurse checked the device and noticed that the previous empty vial was empty, it was reported the device display indicated 10.1mg had been delivered. At that time, the device was removed from clinical service. Therapy was continued using a replacement device. The customer contact reported that the full hydromorphone vial was found to have been discarded in sharp container, instead of being loaded into the device as expected. The customer reported that during the 1400 and 1942 timeframe, the patient was treated with unspecified doses of a previously ordered unspecified concentration of oral hydromorphone as needed. No further medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. Device history was downloaded at the user facility. A review of the history indicates that on (B)(6) 2013 between 1409 and1410, the device was powered on, there was one check syringe alarm, one check injector alarm, new pt not selected, hydromorphone 1mg/ml was confirmed, set cca adult, treatment settings retained, device was set in the pca only mode, with a 0.4mg pca dose, a 10 minute pca lockout, with no dose limit, 2 check setting alarms, and door was opened and locked twice. Between 1422 and 1617, there were eight 0.4mg pt initiated deliveries, 34 unmet demands, one 0.1mg partial delivery, one occlusion alarm, door was opened twice, door locked once, and the device was powered off and powered on once. Between 1618 and 1737, new pt not selected, hydromorphone 1.0mg/ml was confirmed, previous settings retained, settings confirmed, 65 unmet demands, door was opened 6 times, five 0.4mg pt initiated deliveries, 3 occlusion alarms, and door was locked 7 times. Between 1738 and 2023, there were 127 unmet demands, ten 0.4mg pt initiated deliveries, two pca stop 0.0mg, one 0.2mg partial delivery, 3 occlusion alarms, door opened 10 times, locked 7 times, 8.3mg and 1.8mg shift totals cleared, and the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.